Event description:
Healthcare professional (hcp) reported that patient was injection with 1 cc of juvéderm® volift® with lidocaine in the chin and 2 cc of juvéderm® ultra 4 in the chin and mandibular. It was performed a technique of smas lift with good evolution. After 6 months, patients presented with nodule, pain, erythema, inflammation on the chin. Patient was treated with amoxicillin 875/ clavulanic acid 125 for 5 days. Symptoms are ongoing and diminishing.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.